Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp syringe had its scale markings missing. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: DHR/bhr review: there were no documented issues for the complaint of batch 7201791 during this production run. Investigation comments: all the inspections performed while manufacturing this batch were accepted. No rejections were documented. A photo was received. It shows two syringes out of the packaging flow wrap. Both have the plunger rod-rubber stopper, tip cap, and saline solution. Both do not have barrel label. Investigation conclusion: the missing barrel labels were induced by a process variation of the plunger rod labeler equipment. CAPA not required for this event.